Event description:
It was reported, the resection sheath, 24 fr. Displayed a broken ceramic tip. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; however, and olympus field service engineer (fse) evaluated the device onsite and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the cause of the malfunction is because the user has activated the laser probe inside the socket or the insulating insert, as a result of the thermal load, the insulating insert has cracked, or parts have broken off. Olympus will continue to monitor field performance for this device.